Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy device. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were microscopically and visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the angiojet ultra console. The complaint device failed to prime and the 'check saline supply' error was displayed on the console and fluid filled up in the boot. The shaft was cut at a severe kink 59cm distal of the strain relief and it was revealed that the hypotube was broken. The shaft was kinked causing the hypotube to become broken. When the hypotube is broken, the device will not prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console and the device not to prime with the boot filling up with fluid. When the boot fills up with fluid, it will eventually leak out of the as manufactured vent hole and form around the pump in the console.

Event description:
Reportable based on device analysis completed on 07-april-2020. It was reported that an error message and pump assembly leak occurred. The target lesion was located in the right femoral artery. An angiojet solent omni catheter was advanced for a thrombectomy procedure. However, during procedure, the catheter stopped after working for about 8 seconds under power pulse mode and then check saline supply error message prompted in the system. It was noted that there was liquid flowing from the pump. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a hypotube break.